Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined pacing impedance.  The rv lead was capped and replaced with a lead implanted on the right side tunneled to the left.  No patient complications have been reported as a result of this event.